Event description:
Pump not alarming when infusion complete, no channels, have switched them.ran pm checks, no problems, no error codes. Downloaded cqi, ran pumps on both sides, alarmed correctly when finished.follow up reveals: manufacturer to evaluate pumps once loaner pumps are available.

Event description:
The unit was never sent back to us for investigation. After the hospital biomed checked the device and found no problems, it was put back into circulation. Biomed reported that this may be due to the nurses using delay options and not programming a callback. This would result in no alarm at the end of a delayed infusion. Co did investigate another device with this same reported complaint and found this to be the case (file 300085884, medwatch report 0503360000-2005-8009). No fault found with the device, it was working as programmed.